Event description:
Kci received article, collinge, cory and reddix, robert, the incidence of wound complications related to negative pressure wound therapy power outrage and interruption of treatment in orthopaedic trauma patients, journal of orthopaedic trauma. 25 (2); 96-100, feb 2011. Doi: 10.1097/bot.0b013e3181de0134. That reported four patients experienced an infection, three (newly acquired) and 1 (persistent) after a v.a.c. Therapy power outage. On (B)(4) 2014, the following information was reported to kci by the co-author/physician: "some of the infections were pre-existing and some were not." The patients were subsequently treated with surgical incision and drainage. The units type or serial numbers were not provided, therefore, kci cannot conduct device evaluations of the units. The co-author/physician confirmed this information was not available.

Manufacturer narrative:
The patients included in this study were treated with negative pressure wound therapy during the (B)(6) 2008 time period. It is unknown when the events occurred as this information has not been provided. Based on the information provided, it cannot be determined that the alleged infections are related to v.a.c. Therapy. The physician alleged that v.a.c. Therapy contributed to the infections due to the device being off for an extended period of time because of loss of power. It is unknown if the "persistent" infection was considered a pre-existing as the physician could not provide that information.